Event description:
It was reported that (1) 355hr was use during a lap cholecystectomy procedure. It was reported by the rep that the surgeon noticed leaking from housing (5mm) during procedure (mid clavicilar port). Very little instrument exchange and no tear was identified in housing, however the product was placed. The case was finished without incident. Attempts were made to tighten housing to cannula, but to no avail. There was no consequence to pt.